Event description:
It was reported that during a lap hysterectomy procedure, the clips popped out of the instrument. Another instrument was opened and the same thing occurred. There was no adverse patient consequence.